Event description:
Information received from the field notes that the patient presented for a routine follow-up asymptomatic. The device interrogated in back-up mode. A software download was successfully performed, but the current drain remained high at >168ua. The device was scheduled for replacement.